Event description:
Per report from foreign MFR: catheters soaked in tetrox (dishwashing powder) 1.5 tbsp in 1 gal overnight (12 hrs). Minimal pulling tension separates distal pm200 from polymide shaft.